Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon investigation the electrode belt was unable to pass a falloff test. The cause was isolated to the trunk cable being electrically shorted, causing fault. The root cause for the shorted trunk cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.